Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the image has blackout and error code b30 (scope communication error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause is likely traced to component failure.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.